Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a bilateral event of unexpected myopic outcome post aberrometer assisted cataract procedure. Patient was reported to have a spherical equivalent (se) refraction of over one diopter at one month post operative. Reporter indicated the patient is scheduled for possible lasik treatment. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Per data received evaluation, there was no obvious patient/surgical factors that may have attributed to the unexpected outcome. No service was requested for the affected serial number. The customer reported an unexpected outcome of the patient while using the aberrometer, however, there is no evidence of inaccurate readings as the pre-operative calculation and aberrometer recommendation differed by only 0.5+ diopter. Thus, based on the information provided for this investigation, there was no evidence of device nonconformity or malfunction. The root cause of the reported event cannot be determined conclusively. (B)(4).